Event description:
Elderly male with chest pain and syncope. Procedure: coronary artery bypass graft x2. Mitral valve sutures were in place, cor-knot device used to cinch down sutures and then cut sutures. Device malfunctioned on one suture and cut suture before cinching. Surgeon put in two additional valve sutures through native valve and the valve replacement to ensure valve replacement integrity. No known harm to patient. Manufacturer response for instrument, ligature passing and knot tying, cor-knot mini (per site reporter). Will obtain when released.